Event description:
A patient underwent a kyphoplasty procedure in 2009 to treat an l1 fracture after a fall. The patient has osteopenia, is on alternate and does not have osteoporosis based on a dexa scan. Six weeks following the procedure, the patient still had pain and imaging studies revealed bone cement extravasations anteriorly, superiorly, inferiorly and laterally. The patient continues to have pain. No other information is available.

Manufacturer narrative:
Device not returned. Follow-up with complaint reporter.